Event description:
It was reported that a spectrum iq pump infused too quickly during therapy. A furosemide infusion (500mg/50ml at 2mg/hr) was started at 14:30 and then later the same day, at 20:00 the rate was changed to 1mg/hr. The following day at 03:00 the nurse indicated that the bag was dry when it should have lasted until at least 14:30. It was noted that the patient had been on this drip for several days with no issues and bags were lasting the expected time. Additionally, the nurse that hung the bag indicated that none had spilled or leaked when spiking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device failed flow rate accuracy testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel which requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.